Manufacturer narrative:
A company rep examined the system and was unable to replicate the reported issue. The low pressure regulator was replaced for diagnostic purposes. The system was then tested and met all product specifications. A root cause has not been identified. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance when add'l reportable info becomes available. (B)(4).

Event description:
A purchasing agent acting as a rep of (B)(6), reported that the system will not maintain pressure. Add'l info has been requested to determine whether the report is that the system does not maintain pressure in itself, or is unable to maintain eye pressure. No pt injuries have been reported.